Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller alleges the self-adhesive of the infusion set does not stick enough. Caller reported the soft cannula came out from her skin. Infusion set was discarded. No adverse event reported. No product will be returned.